Manufacturer narrative:
The pipeline device will not be returned for evaluation as it was implanted in the patient. The device was not returned; the reported event could not be confirmed. The cause of the event could not be conclusively determined from the reported information. Mdrs related to this article: 2029214-2019-01072. If information is provided in the future, a supplemental report will be issued.

Event description:
Primiani, c. T., ren, z., kan, p., hanel, r., pereira, v. M., lui, w. M., ¿ mokin, m. (2019). A2, m2, p2 aneurysms and beyond: results of treatment with pipeline embolization device in 65 patients. Journal of neurointerventional surgery, 11(9), 903¿907. Doi: 10.11 36/neurintsurg-2018-014631 medtronic literature review found reports of patient complications after pipeline placement. The purpose of this article was to describe the results of pipeline treatment of distal intracranial aneurysms. The authors reviewed the results of 65 patients with distal aneurysms treated with pipeline. Of the 65 patients, the mean age was 54.7 years; 42 of the patients were female. The article notes the following events: - one patient underwent pipeline placement in the treatment of a saccular, m2 aneurysm. The experienced ipsilateral hemorrhage within the first 24 hours post-procedure. The patient underwent decompressive craniectomy and hematoma evacuation. The patient passed away within 3 months.